Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a software error from the insulin pump. The customer stated that they had 3 previous pumps replaced out due to this error. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was returned for a pump error. The format history file analysis confirmed that the pump error was due to a software error. The pump passed the displacement and self tests. The pump was received with a cracked reservoir tube lip and a scratched case.